Event description:
Dealer stated that the tdxsp-cg power chair has a controller malfunction.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.